Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No rewind anomaly noted during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the act button on the insulin pump is unresponsive. The customer also stated that they are stuck in the rewind process. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.